Event description:
Customer reported with an issue of "leak". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.device evaluation found the objective lens adhesive is peeling.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found (leakage) watertightness found not maintained due to the breakage of the universal cord due to external factors. The customer reported issue could be confirmed. Additionally, it was observed the adhesive part of the objective lens has peeled off due to handling. The bending angle found insufficient due to the elongation of the angle wire. The curved rubber adhesive found missing. The vent of the lg (light guide) connector noted damaged due to an external factor. The indicator found peeled off on the lg connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely stress of repeated use, external factors, or handling caused the event. Olympus will continue to monitor field performance for this device.